Event description:
It was reported, that right atrial (ra) and left ventricular (lv) exhibited loss of capture. Lead dislodgment was confirm, via x-ray. Both leads were explanted and replaced. The patient is in stable condition.